Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software intermittently did not accurately adjust the amount of insulin delivered. Reportedly, customer continued to use pump for insulin therapy. Customer's blood glucose (bg) was between 40-160 mg/dl. Customer consumed carbohydrates to address bg.